Event description:
The user site reported that following the linac upgrade in (B) (6) 2009, they have had problems with rapid arc treatment plans. Rapid arc qa fails when the plan is delivered with gantry rotation. The third party quality assurance device (matrixx by ptw) reported a delivered dose that was 33% below that planned dose, and the isodose pattern appeared altered. Several patients were treated since upgrade in (B) (6) - most were prostate plans - two 'complex' rapid arc plans were completed and others were under treatment when the problem was discovered.

Manufacturer narrative:
Varian investigated and determined that the incident resulted from: a partial upgrade to the system where one of the software components required for delivery of volumetric modulated arc therapy (vmat) using varian's rapidarc products was omitted at the time of installation; and the site's quality assurance of the treatment plans was performed using a technique that was not appropriate for vmat treatments. Varian has subsequently completed its installation of the omitted component at the site and the system is currently functioning in accordance with its specifications. The site reported that several patients were treated since upgrade in (B) (6) - most were prostate plans - two were 'complex' rapid arc plans. The site reported that they have identified: one treatment plan where the dose delivered to the patient was significantly less than that prescribed; and no treatment plans where any patient received significantly more dose than prescribed. Our investigation has been otherwise inconclusive as to patient injury because the site has not released sufficient information for our consulting radiation oncologist to make a determination. Though still under investigation, varian has determined a MDR is appropriate due to the injury potential. Additional follow-up to this MDR is expected upon completion of the investigation.